Manufacturer narrative:
D9. Concomitant product (tm90t0) was returned on 2026-apr-08 and available for evaluation. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial #: (B)(6), ubd: 07-mar-2026, UDI#: (B)(4), product type: accessory h3. Analysis of the tm90t0 communicator was performed and identified the micro usb charge port was loose, rattling. The tm90 micro usb interface was damaged. The device was taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, who was receiving unknown drug via an implantable pump for spinal pain indications, regarding an external device. It was reported that the patient's communicator would not recharge as of friday (B)(6) 2026). The patient tried using a different outlet, 3 different cords, and tried charging without the original charging brick, but the issue persisted. A repair request was sent to order a communicator.